Event description:
Occlusion alarm on my tandem x2. Fifth incident in 7 days. No apparent reason. I'm able to reach customer support after multiple attempts. My blood sugar spikes, they takes time to regain control. I have lost 350-400 units of insulin. This device has been replaced once. I have had more issues in 10 months with tandem than a decade with minimed (medtronic). I may be contacted at (B)(6). Thank you, mr. (B)(6). FDA safety report ID # (B)(4).